Event description:
Physician was using endo gia articulating loading unit blue 60mm - 3.5mm ref # 030458 lot # n3k0089lx exp 10-2018, stapler load fired and wound not release after use, stapler remained locked on pt tissue and had to be forcefully opened with snap in order to be removed from tissue.